Event description:
Caller reported that a cartridge alarm occurred with the tandem mobi. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer installed a new cartridge and successfully resumed insulin delivery.